Event description:
It was reported when performing the meniscus suturing procedure with the juggerstich, when the operator inserted the needle into the meniscus structures, the needle fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: foreign: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, d10, g1-2, g3, g7, h1, h2, h6, h10 visual examination of the returned product identified that the inserter is broken. The broken piece, suture lines, and anchors were not returned. The clear sleeve and pusher wire are also bent. Fracture analysis has been previously analyzed where bending overload was identified as the mode of failure. Review of the returned product confirmed the reported event. The results of the original investigation have not changed; a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.